Event description:
Staff members were attempting to defibrillate a pt (age and gender unk). When they attempted to discharge the unit, the unit lost power. The unit was plugged into ac power at the time. The staff obtained another unit (MFR unk) and treated the pt. There was no adverse staff effect on the pt. The facility's biomedical engineering dept evaluated the unit and it functioned properly. The unit was returned to service. Approx. One week later, a staff member was performing a 200j shift check on the unit. The unit did not pass the test. The facility's biomedical engineering dept evaluated the unit again, and the unit functioned properly.